Manufacturer narrative:
Second level support reviewed the gel image and econn data. The image shows four (4) gel columns used all with a well-defined cell button in the bottom of the column. Column three (3) shows some microagglutination above the negative cell button. Review of the interpretation guide (publication no. 6902201, dated 2017-05-16) shows images of negative reactions (p. 7) and 1+ reactions (p. 8.) The image provided by the customer shows results consistent with the interpretation guide negative reactions. The econn data shows column three (3) was part of a 2-cell screen performed using columns three (3) and four (4). The data confirms the graded result original was negative for both columns, making the interpretation provided by the analyzer consistent with that provided in the interpretation guide. Customer indicated that manual testing of antibody screen as we as panel a testing resulted in +w and +1 reactions. The root cause could not be determined, although it could not be excluded to be sample related, the antibody bound on patient's red blood cells being weak and at/or around the detection limit of the reagent and method employed. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient

Event description:
Customer reported a weak reaction misread by the vision for a patient with a no previous history of an antibody. The user felt the reaction should have been flagged as +w, but no reaction issued by the analyzer. Antibody screen performed manually with 0.8% surgiscreen lot vs275, the result of testing was +w positive reactions with cell#2 and #3 . This screening testing was done (B)(6) 2020. After obtaining all weak reactions with antibody screen customer continue the investigation with antibody identification as part of their protocol. The 0.8% panel a lot vra354 with cells 1,2 and 5 reacting w to 1+. No reports of any noted discrepancies with any other patients.